Event description:
Boston scientific received information that during a patient follow up, this left ventricular (lv) lead presented with complete loss of capture. The patient was also experiencing worsening heart failure and edema in the legs. The physician attempted to electronically reposition the lead, but it was unsuccessful. As a result, a lead revision was performed. There were no signs that the lead had dislodged on fluoroscopy. Initially an attempt to reposition the lv was attempted but unsuccessful. The lv lead was then explanted and replaced. Measurements were taken on the explanted lead and were found to all be in normal range. The physician reported that there were no issues with the lv lead and that the loss of capture was solely a result of the patient's condition. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lv lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.